Manufacturer narrative:
Patient identifier corrected from (B)(6) to (B)(6). Describe event or problem, device coding- updated.

Event description:
The patient was enrolled in the reprise IV study with patient identifier (B)(6). It was reported that dissection and left bundle branch block (lbbb) occurred. Procedure summary: baseline ECG revealed normal sinus rhythm with a pr interval at 172 msec and qrs duration at 98 msec. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medication at the time of the index procedure. The patient received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, the patient noted to have dissection in left common and external iliac vessel. The site reported that the valve deployment apparatus scraped along the vessel during removal. Serial balloon inflations were performed. Repeat angiography revealed excellent antegrade flow. No further action was taken to treat the event. Post procedure summary: 1-day post index procedure, ECG revealed new left bundle branch block and normal sinus rhythm and pr interval at 190 ms. Electrophysiological consultation revealed that the patient was not dependent on temporary pacing, and hence, the temporary pacing wire was removed. Patient was recommended to be transferred to floor for telemetry monitoring. Telemetry monitoring revealed multifocal premature ventricular contractions with compensatory pauses and an isolated episode of nonsustained ventricular tachycardia. No evidence of high-grade av block was seen and pr intervals were unchanged. No intervention was performed. The valve is functioning as intended. The patient was discharged four (4) day post valve implant on aspirin. It was further reported that this is a duplicate to MDR 2134265-2019-06359.

Event description:
The patient was enrolled in the reprise IV study with patient identifier (B)(4). It was reported that dissection and left bundle branch block (lbbb) occurred. Procedure summary: baseline ECG revealed normal sinus rhythm with a pr interval at 172 msec and qrs duration at 98 msec. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medication at the time of the index procedure. The patient received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, the patient noted to have dissection in left common and external iliac vessel. The site reported that the valve deployment apparatus scraped along the vessel during removal. Serial balloon inflations were performed. Repeat angiography revealed excellent antegrade flow. No further action was taken to treat the event. Post procedure summary: 1-day post index procedure, ECG revealed new left bundle branch block and normal sinus rhythm and pr interval at 190 ms. Electrophysiological consultation revealed that the patient was not dependent on temporary pacing, and hence, the temporary pacing wire was removed. Patient was recommended to be transferred to floor for telemetry monitoring. Telemetry monitoring revealed multifocal premature ventricular contractions with compensatory pauses and an isolated episode of nonsustained ventricular tachycardia. No evidence of high-grade av block was seen and pr intervals were unchanged. No intervention was performed. The valve is functioning as intended. The patient was discharged four (4) day post valve implant on aspirin.